Event description:
This reported malfunction was determined to be medwatch reportable upon the receipt and initial inspection of the returned device performed in 2006. The complainant reported that during the therapeutic placement of a pasv PICC in a female pt (age unknown), the size on the catheter appeared to be too small. The clinicians reported that they could feel the wire being blocked by the catheter wall, preventing the catheter from being placed in the patient. The clinicians obtained another device and successfully completed the patient procedure. The complainant reported that there was no adverse affect on the patient as a result of the reported problems. The evaluation of the returned device identified a hole located distal to the suture wing in the catheter tubing.

Manufacturer narrative:
All records appear normal and no quality related issues or manufacturing related deficiencies were noted at the time of manufacture. There have been no complaints previously reported for this issue for packaging lot 1081317. The inspection and evaluation of the returned 4f single lumen pasv PICC identified a 0.048" fracture on the catheter located just distal to the suture wing junction. This hole was located on the portion of the catheter which enters the suture wing injection mold. The injection molding process is used to mold the suture wing junction of the pasv PICC out of carbothane resin to the catheter and extension tubes. This customer complaint may be a result of the injection molding defect called "mold pinch"; however, this cannot be confirmed. Mold pinch occurs during the clamping cycle of the molding machine if the catheter is not properly loaded in the hook frame before the mold is closed. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures. The boston scientific quality and manufacturing engineering departments have been notified of this incident through the complaint review process. Boston scientific corporation will continue to monitor for trends and future complaints of this nature for this product.